Event description:
It was reported that the device leaked. The portal and the attached portion of catheter were removed. A new system was installed.

Manufacturer narrative:
MFR completed the entire form. Device eval: the portal and 27 inches of catheter were returned for eval. During testing, the catheter leaked upon pressurization of less than 5 psi. The leak was caused by 3 slits located approx 1 inch from where the catheter had been attached to the portal. The slits ran perpendicular to the catheter's axis. These slits were visually consistent with having been produced by a sharp instrument.